Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal banding procedure performed on (B)(6) 2013. According to the complainant, the speedband device was attached to the scope, and then advanced into the patient. However, when the physician attempted to deploy a band, no click was audible; therefore, no tactile response was received to indicate that a band had been fired. Subsequently, the handle knob assembly was rotated three to four times, and then four bands released at the same time. The scope was withdrawn from the patient and the procedure concluded. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the patient, who was admitted to the hospital prior to the procedure, remained in the hospital overnight for observation.